Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1902, awareness date 17-oct-2015 ). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer reported that she developed hives so bad that she had to carry an epi pen because she was allergic to nickel. In 2013 she had her fallopian tubes removed to get rid of essure coils. In 2015 she had a hysterectomy and doctor found out that the essure coils had not been removed. She was starting to feel better since essure was finally removed and she was wearing hormone patches. Product technical complaint (ptc) investigation result received on 04-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel (developed hives so bad that she had to carry a epi-pen). She had her fallopian tubes removed to get rid of essure coils and a hysterectomy was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering that some patients may develop an allergy to nickel with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.